Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain and suffering as well as economic damages including medical and out-of-pocket expenses. Per the physician, following the implant procedure, the patient returned and presented with pain many times. The physician removed the device from the patient, and she never presented to him with any problems after that. All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.